Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Based on the DHR review, the probable could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause any nonconformances of the injector resulting in the complaint in. Physician report does not indicate that any exceptional event or condition would have caused the complaint issue. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No, product not returned. (B)(4). Method: injector lot number search. Results: a injector lot number search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aq5010v +2.0 diopter with a msi-tm injector. Stated they had injectors complications. Further information has been requested, but none has been forthcoming. A supplemental will be submitted when additional information is made available.